Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 8 mg/ml morphine at 4 mg/day and 12 mg/ml bupivacaine at 6 mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient pump went empty about 2 weeks prior to the refill date. The patient started to experience withdrawal symptoms. The home infusion nurse came to check on the patient and realized the pump was empty. The nurse did not fill the pump that day but went to the hcp. The hcp ordered new drug for the patient and had filled their pump the following day. It was stated before the pump was filled the patient had gone to the emergency room and they gave the patient 3 shots of morphine and sent the patient back home. The patient felt lethargic and didn't feel quite right, but wasn't really having pain. The patient got progressively worse and went to the hospital so they could check for an infection. It was reported the patient went back to see the hcp on (B)(6) 2017 and the doctor did not check the pump but planned on bringing the patient back in the next two weeks to check the pump. A pocket fill was ruled out. During refills the hcp did not use a manufacturer's refill kit because the manufacturer no longer had the isomed refill kit. The hcp stated they used the codman refill kit instead. The hcp had been seeing the patient since april and had refille d them 4 times. The normal refill interval was 60-63 days. The patient's drug had not changed and they had not had this issue before. The hcp wasn't aware of any falls, but the patient is known to be a bit unsteady. The hcp stated the patient typically has fevers, high blood pressure, and drinks about 7 (B)(6) a day. No further complications were anticipated/reported.

Manufacturer narrative:
Event date was added. If information is provided in the future, a supplemental report will be issued.